Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Takuya nakamura, toru yamakawa , junji hori , hisataka goto , akihiko nakagawa , tetsuro takatsu , naoki osamura , atsushi saito , keisuke hagio and kanto mouri.(2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery. 29 (3) 1-8. Https://doi.org/10.1177/23094990211063963. Concomitant products: unknown ringloc bipolar cup, unknown taperloc stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00775. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 1 patient experienced postoperative foot drop with no improvement in an unknown time frame postoperatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: catalog number: 163662 lot: 028920 unknown brand: 28 mm mod hd. Catalog number: 51-100080 lot: 2730071 unknown brand: taperloc stem. Catalog number: 110010464 lot:455650 unknown brand: e1 ringloc bipolar cup.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5, d4, g3, h1, h2, h3, h4, h6, h10 h4: component code: mechanical (g04) - stem a review of the device history records identified no related deviations or anomalies during manufacturing. The additional information does not change the root cause of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient developed peroneal nerve palsy and drop foot one day postoperatively. The outcome was recorded as the patient being stable. No further details were provided concerning treatment or intervention. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: catalog number: 163662 lot: unknown brand: 28 mm mod hd. Catalog number: 51-100080 lot: unknown brand: taperloc stem. Catalog number: 110010464 lot: unknown brand: e1 ringloc bipolar cup. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.